Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity of 39% to 3% was observed between follow-up visits. A copy of device memory was saved and submitted to technical services for review, which confirmed that the power consumption has been increasing abnormally. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity of 39% to 3% was observed between follow-up visits. A copy of device memory was saved and submitted to technical services for review, which confirmed that the power consumption has been increasing abnormally. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. The field representative indicated that this device is not available for return. No specific reason was provided.